Manufacturer narrative:
It was reported that left hip revision surgery was performed due to severe pain, swelling, elevated cobalt and chromium levels and pseudotumour. During surgery the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, the implantation was due to avascular necrosis, which can be a contraindication in case the femoral head is more than 50% involved. Whether this was the case remains unclear. No inconsistencies with respect to the surgical technique were reported that could explain the later revision. According to the provided revision report, the patient had elevated blood metal ions and evidence of reaction to metal and of pseudotumor. Based on the limited information a root cause cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to severe pain, swelling, elevated cobalt and chromium levels and pseudotumour.